Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device problem code - (B)(4). The additional mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips (cds0701-xtw, 01121u192 and cds0701-xtw, 01121u195) were implanted, reducing the mr to 2. On (B)(6) 2022, the patient experienced shortness of breath. On (B)(6) 2022, a control echocardiogram was performed, which found that the first clip (cds0701-xt, 01121u192) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased back to 4. A procedure was performed to treat the slda and tricuspid regurgitation (tr). Cds (cds0701-xt, 11014r274) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, the clip slightly opened, but remained stable and secure on the leaflets. The physician decided to add a vascular plug between the slda and the slightly opened clip, mr was reduced to 1-2. The physician switched over to treat the tricuspid valve. Cds (cds0701-xtw, 11014r245) was advanced to the tricuspid valve and the clip was deployed successfully. A second cds (cds0701-xtw, 11027r214) was advanced to further reduce tr and the clip was deployed. However, after clip deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (slda). Cds (cds0701-xtw, 11102r115) was advanced to stabilize the slda, but grasping was difficult; therefore, the physician decided not to implant the clip. Two clips implanted, reducing tr from 4+ to 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the mitraclip system instructions for use (IFU), indication for use section states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). Since the mitraclip device was implanted on a tricuspid valve, this is considered as an off-label use of the device. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The unexpected medical intervention was resulted of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.